Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. (B)(4). Concomitant devices used is unknown. Very limited information was received. The coil was not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. Unreported damage was found to the unit. The distal section of the device positioning unit (dpu) containing the resistive heating coil section has been severely damaged from an electro-mechanical detachment generated by the enpower detachment control box (dcb). The dpu either received the electrical energy either while being advanced inside the microcatheter and made surface contact or outside when exposed to air. The exact circumstances of when the detachment button was pressed cannot be determined located on the top proximal end of the reheating tool in the open cutout section; the v notch has been severely damaged with the damaged edges elevated above the surface plane. The locking mechanism has compression and stretching damage no manufacturing defects were found. The complaint of the coil stretching during repositioning inside the target site cannot be confirmed. Without the return of the coil, the coils unlocking difficulty and the root cause of the coil stretching cannot be determined, however the most likely contributing factor may have occurred if the coil became entangled on itself, coils already dwelling in the target site (if previously placed), or from the distal tip of the unidentified micro catheter. When the anchored coil was retracted for repositioning, the coil may have stretched. If this occurred then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the micro coil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the identification or the return of the unknown microcatheter and the coil used in the procedure, it cannot be determined if this component contributed to the complaint event. The complaint that the coil separated from the dpu is confirmed, however it cannot be confirmed that the coil itself broke. Without the return of the coil, the unidentified microcatheter, without film of the event, the coil unlocking difficulty, and due to the distal section of the dpu being returned melted and the melted section being pushed proximally from an electro-mechanical electrical energy supplied from the enpower dcb, the exact root cause of the coil separation from the dpu cannot be determined. Based solely on the complaint description the most likely contributing factor to the coil separating from the dpu may have occurred if the coil became entangled on itself, coils already dwelling in the target site (if previously placed), or from the distal tip of the microcatheter. When the anchored coil was retracted for repositioning, the coil may have had a mechanical detachment, however the evidence for this was destroyed by the end user when the enpower detachment button was pressed. How and when the detachment button was pressed cannot be determined as this is an unreported act. If this occurred then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the identification or the return of the unknown microcatheter and the coil used in the procedure, it cannot be determined if this component contributed to the complaint event. The resheathing tool was damaged when it came in contact with the locking mechanism which was also damaged. While the binding action can produce coil damage at the proximal end, the coils evidence for this possible issue was not returned, therefore it cannot be determined if this was a secondary contributing factor to the main complaint. This unreported damage occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of retracting back at a forty-five degree angle. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which has the potential to produce proximal coil damage and to the articulating junction between the coil and dpu which could have caused the detachment fiber to stretch, however without the return of the coil and due to the end user pressing the detachment button which destroyed all evidence at the distal tip of the dpu, it cannot be determined if the unlocking difficulty contributed to the main complaint. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the coil used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil stretching during repositioning inside the target site cannot be confirmed. Without the return of the coil; the coils unlocking difficulty and the root cause of the coil stretching cannot be determined. The complaint that the coil separated from the dpu is confirmed, however it cannot be confirmed that the coil itself broke. Without the return of the coil, the unidentified microcatheter, without film of the event, the coil unlocking difficulty, and due to the distal section of the dpu being returned melted and the melted section being pushed proximally from an electro-mechanical electrical energy supplied from the enpower dcb, the exact root cause of the coil separation from the dpu cannot be determined. There is no evidence from the DHR review of any manufacturing issues related to the complaint, therefore no corrective actions will be taken at this time.

Event description:
It was reported by the contact at the user facility that during the procedure after placing half of the first coil, a deltapaq cere (cdf10015230/c25179) in the aneurysm, the surgeon thought the placement was not ideal. He decided to withdraw the coil to readjust. The coil was found stretched when withdrawing, the surgeon pulled back the coil lightly, however the coil wire broke. Only a part of the coil was pulled out and the rest remained in the aneurysm and the artery. The broken coil was removed along with the microcatheter, the surgeon did not embolize any more coils in the procedure. The surgeon implanted two enterprise stents 4.5* 22 to stabilize the broken coil against the artery. The procedure was stent assisted coil embolization of an ophthalmic artery aneurysm with a size of 2.5*3 mm with a neck width of 2.0 mm. It is unknown if the reported event caused any medical interventions or surgical delays. The partial coil remaining in the artery did not cause any flow restriction or reduction. The patient outcome is fine. An adequate continuous flush was maintained through the microcatheter at all times. There was no report of resistance experienced when accessing the microcatheter to the target site or when advancing the coil through the microcatheter and there were no kinks noted on the microcatheter (type/lot# unknown). No further information is available.